Event description:
The patient was on a levophed drip running at a high dose and the IV pump alarmed "air detected." The nurse had to quickly disconnect the medication/tubing from the patient and re-prime the line. The line was reprimed several times and the IV pump kept alarming with ¿air detected.¿ due to the prolonged time to reprime the IV line, the patient became hypotensive. Once the levophed was restarted, the nurse had to rapidly titrate levophed to stabilize the patient¿s blood pressure. Priming of the IV line is very cumbersome in ICU patients. **note: there have been 34 additional event reports involving issues with 'air-in-line' since our hospital system's go-live with this new IV infusion device.